Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that post stenting procedure, myocardial infarction and numbness in the left upper limb occurred. In (B)(6) 2010, the patient presented with myocardial infarction and emergency percutaneous coronary intervention was performed. The 100% stenosed target lesion which was an eccentric, de novo lesion was located in a non-tortuous and non-calcified unspecified vessel with a reference vessel diameter of 3.50mm and an angulation of <=45 degrees. Following predilation, the lesion was treated with stent placement using a 3.50x20mm promus element drug eluting stent at 18 atmospheres. No dissection nor post dilatation occurred. In (B)(6) 2012, follow up was performed which confirmed myocardial infarction. Coronary angiography was performed which revealed no bleeding and no damage to the blood vessel. In addition, numbness in the left upper limb was confirmed. In (B)(6) 2012, the patient was discharged on aspirin and pletaal.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient did not experience myocardial infarction as previously reported.